Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing failure was noted shortly after the implant. During standing ,sitting, and isometric maneuvers no pacing failure was noted. The only pacing failure was found was on the central monitor when the patient went to the bathroom. A right ventricular (rv) lead dislodgment was alleged. A revision was planned. No adverse patient effects were reported.